Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited the c- cover and the distal end had a burn. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacture's final investigation. Correction to e1(establishment name). Based on the results of the investigation and the information provided, it is likely that the high energy endo therapy accessory had been used without securing enough distance from the endoscope, leading to the cover on the distal end section burnt. However, a definitive root cause could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue the subject event can be detected and prevented by implementing in accordance with the below instructions for use (IFU): operation manual for pcf-h290ti ¿chapter 3 preparation and inspection 3.3 inspection of the endoscope¿. Operation manual for pcf-h290ti ¿chapter 4 operation 4.3 using endo therapy accessories ¿. Olympus will continue to monitor the field performance of this device.